Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were disconnecting. This was further described as ¿having difficulty locking down¿ the sets on IV (intravenous) catheters (non-baxter product). The nurse also stated, ¿something seems to be wrong with the luer lock threads and the IV¿s are becoming disconnected.¿ this issue was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.